Manufacturer narrative:
The additional proglide device referenced is being filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with two proglide devices were achieved in the right common femoral artery via 14fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the sutures of the two proglide devices achieved hemostasis. An angiogram was taken, narrowing in the vessel was noticed as the sutures stitched the backwall. A balloon was advanced and used to widen the narrowing in the vessel. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.